Manufacturer narrative:
The device evaluation performed by the arjo technician that the batteries were weak. Such issue may result in a lack of power and as a consequence, the device stop working (transfer cannot be continued). There was no issue that could lead to the alleged patient¿s fall found during the inspection. The customer did not provide additional information regarding this event. Arjo device failed to meet its performance specification. The device was used for a patient transfer when the event occurred. The complaint was deemed reportable due to an allegation of a patient fall. No injury was sustained.

Event description:
It was reported by the customer that the patient fell to the bed during raising with the maxi 600 ceiling lift. This was allegedly caused by incorrect operation of the ceiling lift due to weak batteries. No injury was claimed.